Event description:
It was reported that the patients spinal cord stimulator was no longer working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility,

Manufacturer narrative:
Date of event: exact date unknown, event occurred sometime in october.